Event description:
Rv polarity switch in (B)(6) 2023. Far field r-wave (ffrw) over-sensing on the ra lead in (B)(6) 2022. Reference report mw5147381. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).